Event description:
Plaintiff alleges the development of severe and irreversible latex allergy. Further alleges allergy caused recurring inflammatory myofibroblastic tumors in her pelvis and abdominal area which required surgeries for removal and which caused plaintiff to undergo a bowel resection and which also caused the loss of her uterus and scarring. This has caused pain and suffering, disfigurement, loss of enjoyment of life, lost wages, lost earnings capacity, medical expenses and medical monitoring expenses. Plaintiff, alleges loss of consortium.